Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the during the use of the flex deflectable videoscope for an unspecified therapeutic procedure, the screen went dark and returned after approximately 1 second, and e226 (scope communication error) occurred. The event occurred during sedation while the device was inside the patient. The intended procedure was completed with the same device. There were no reports of patient or user harm associated with this event.